Event description:
Company rep reported needle break off. The broken needle was surgically removed.

Manufacturer narrative:
Eval summary: issue: needle break off in use. Test/investigation: one open sample received attached to lantus pen device. One sample from lot: 1062120 cat: 320631. The 10x visual inspection and DHR review. Electron microscope analysis. Results: the 10x visual inspection of returned samples found no evidence of mfg related issue. Electron microscope analysis concluded the "fracture was ductile and was due to applied overload force." No related incidents during the MFR of lot: 1062120 but bd will monitor should a trend arise.